Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had been exhibiting a gradual decrease of right atrial (ra) impedance measurements that has reached low out of range measurements. This crt-d system remains in service. No adverse patient effects were reported. Technical services (ts) was consulted and a minute ventilation (mv) chop episode was noted. Ts recommended reprogramming options. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had been exhibiting a gradual decrease of right atrial (ra) impedance measurements that has reached low out of range measurements. This crt-d system remains in service. No adverse patient effects were reported. Technical services (ts) was consulted and a minute ventilation (mv) chop episode was noted. Ts recommended reprogramming options. No adverse patient effects were reported. Additional information was received and above 3000 ohms impedance alerts have been exhibited. A minute ventilation (mv) chop that led to inappropriate atrial tachy response (atr) was noted. A ra lead integrity issue is suspected. Reprogramming and testing options were discussed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had been exhibiting a gradual decrease of right atrial (ra) impedance measurements that has reached low out of range measurements. This crt-d system remains in service. No adverse patient effects were reported. Technical services (ts) was consulted and a minute ventilation (mv) chop episode was noted. Ts recommended reprogramming options. No adverse patient effects were reported.